Manufacturer narrative:
Follow-up MRI indicates that tulip has separated from rod. In reviewing the images, it appears that tulip may have separate from screw body. No revision surgery was performed. The patient is doing fine.

Event description:
Follow-up MRI indicates that tulip has separated from rod. In reviewing the images, it appears that tulip may have separate from screw body. The implanted device was not removed, revision surgery did not occur. The patient is doing fine.